Event description:
It was reported that the patient¿s increase in seizure frequency is above pre-vns baseline levels. The headaches and irritability are not vns related per the physician.

Event description:
Clinic notes dated (B)(6) 2014 were received which indicate that the patient¿s generator is depleted and that the patient has become more irritable, cranky, has progressive headaches, as well as progressive seizure activity when the battery is depleted. The patient underwent generator replacement on (B)(6) 2014. The generator was returned for product analysis. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 3.00ma. However, the measured output signal amplitude (both prior to (12.07v) and after the monitoring test (12.12v) demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.804 volts, shows an ifi=no condition.